Event description:
It was reported that the patient presented for follow-up in clinic. Upon review of diagnostics, it was noted that atrial fibrillation (af) events recorded in the diagnostics; however, there were no corresponding electrogram (egm). No intervention was reported. Patient condition was stable.

Manufacturer narrative:
Additional information was requested but not received.